Manufacturer narrative:
Device received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No excessive no delivery alarms noted. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis with blood glucose value of 447 mg/dl then went up to 600 mg/dl and started vomiting the customer current blood glucose value was 447 mg/dl. Patient's current blood glucose value was 331 mg/dl. The customer was hospitalized on (B)(6) 2018 @ 11 am. The customer experienced symptoms such as vomiting, nausea, abdominal pain. The customer was treated with insulin pump and manual shots. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.